Event description:
Additional information received reported that the infection resolved. The patient had not been scheduled for re-implant. The patient outcome was reported as the patient wanted to get re-implanted. Any additional information received will be included in a supplemental report.

Event description:
It was reported the implantable neurostimulator (ins) was coming through the skin. There was an unknown infection reported. Culture was taken from the device pocket and antibiotic treatment was necessary. Onset of infection was (B)(6) 2012. Organism was unknown. Ins was taken out and wound site would be treated, new device will be implanted once infection clears. There were no injuries, symptoms or adverse events to the patient.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer. (B)(4). Final analysis of the stimulator revealed no anomaly found.

Manufacturer narrative:
(B)(4).